Manufacturer narrative:
Section h10: (h3) the evaluation of the of the reported event noted that event was likely the result of years of surgical use under rigorous impact loading conditions, which resulted in a fractured latch pin subcomponent. The design has been updated. No information provided in the following section(s): a2, a3, a4, a5, b6, b7. The following section(s) have additional info: g4, g7, h1, h2, h3, and h7.

Manufacturer narrative:
Pending evaluation.

Event description:
Surgeon broke the spring in the handle during impaction. The patient was not affected. There was no harm to the patient. The case went on as planned with no issue. Patient was last known to be in stable condition following the event. Patient in stable condition and not affected.